Event description:
Boston scientific crm received info from a pt advocate that approximately four months post implant, the device was taken out due to an infection. It is unk at this time if the leads were explanted or remain in service. Despite the unk device status, an explant date was provided.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.